Manufacturer narrative:
The product was not returned for investigation. However, based on the pictures provided, the reported failure could be considered confirmed. There are several user related root causes; if the femoral aimer is inserted trans-tibially (as was confirmed in this case), the user must rotate the knee during aimer removal to ensure the offset tip can exit the tibial tunnel. Furthermore, while the 6mm femoral aimer can be inserted through a 6mm or larger tibial tunnel, once the femoral guide pin is drilled, the flexibility of the aimer is greatly reduced, and a larger tibial tunnel is required to remove the aimer. Surgeons must either size the tibial tunnel properly for aimer removal or advance the femoral guide pin beyond the tibial tunnel so that the aimer can be removed freely. Based on this review, the most likely root cause is suspected to be user error. In the product was not physically returned for investigation. However, based on the pictures provided, the failure mode could be considered confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a femoral aimer was broken in the tip during the targeting process of a procedure.

Event description:
It was reported that a femoral aimer was broken in the tip during the targeting process of a procedure.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.